Manufacturer narrative:
The patient's device remains implanted. The patient is doing well. This is the final report.

Event description:
It was reported that fluid was leaking from the patient's ear. The patient was treated for an infection with antibiotics (type unknown) for five days.